Event description:
The customer reported that the system failed to allow fluoroscopic exposure and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb pcb assembly was evaluated and reset. The back up coin battery was confirmed to be operating correctly. The system was tested and found to be working as intended and returned to service.